Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 466mg/dl at the time of the incident. Patient's current blood glucose was 320mg/dl. The customer reported there was a stomach ache and was out of breath. The customer reported that the drive support cap appears normal (slightly indented). The customer does not have the tubing clamp available. The customer was advised to call when the tubing clamp is received to perform the high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.